Event description:
Per complaint (B)(4), patient experienced loss of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device status. Device was not retuned. Radiograph images of the device indicated that the part was not manufactured by us. Updated section b4 for report submission date and b6 to report device status. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.